Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported that getting very hot and burned couple of our patients.

Manufacturer narrative:
It was reported that the device was getting very hot and burned a couple of patients. The device was returned and evaluated; error not duplicated. The us applicator works fine, no problems detected. The root cause could not be established.